Event description:
Customer reported a battery out limit alarm even though he did not take the battery out. Customer's blood glucose was 199 mg/dl. The customer was advised that the alarm may have been caused by a loose battery cap. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).